Event description:
The distributor reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft, was being used during an unknown procedure on (B)(6) 2022 when it was reported, ¿ cautery tips breaking.¿ there was no patient or user harm. After assessment questions, it was reported the device did fragment, but it did not fall into the surgical site or make patient contact. There was no report of injury, medical intervention or hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: in the initial report the manufacturing site in d.3 and g.1 was listed as conmed utica. This report has been corrected to show wickimed as the manufacturing site in d.3 and g.1 reported event of ¿cautery tips breaking¿ was confirmed based on photographic evidence and device evaluation. Received one plpup2020 in unoriginal package. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The electrode is burned at tip and the inside of the pen is broken. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: the user is advised if necessary to remove blade: unplug the pencil. Ensure that cam is in the lock position. Use a surgical clamp and pull blade forward. Replace with blade of choice. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. Caution: we do not recommend re-using the original blade after it has been removed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft, was being used during an unknown procedure on (B)(6) 2022 when it was reported, ¿cautery tips breaking.¿ there was no patient or user harm. After assessment questions, it was reported the device did fragment but it did not fall into the surgical site or make patient contact. The distributor did not have any other information to provide at this time. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. The device is not yet received.